Event description:
The ge oec 9800 fluoroscopy system incorrect sizing of the image displayed on the right monitor. Also, loss of cine data from memory.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the right monitor for the sizing issue re-loaded software to restore proper cine function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.